Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited rising pace impedance measurements. Review of the data found that there was oversensing of noise that started seven months earlier. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting and programming options. At the time the physician chose to continue to monitor the patient. Over a year and a half later the lead safety switch (lss) was triggered due to high out of range rv pacing impedance measurements. Testing found that the impedance measurement was greater than 2000 ohms in both unipolar and bipolar configuration. The oversensing of noise continued and now led to pacing inhibition with greater than two seconds of asystole. It was noted the patient had an escape rate around 28 beats per minute. The patient reported feeling dizzy. The physician planned to leave the rv lead programmed in unipolar pacing and bipolar sensing. The pacemaker and rv lead remain in service and no adverse patient effects were reported.